Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully completed the reset, resolving the issue and starting their sensor session without encountering the error again.